Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted due to a crack in the tubing to the reservoir close to the pump. A new device was successfully implanted, no other adverse patient effects were reported.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. A group of separations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. The information received indicated there was a tubing fracture, but because no functional abnormalities were noted with the returned components, other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.